Manufacturer narrative:
510k: this report is for an unknown screws: metaphyseal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an external fixation with orif with single screw followed by syndesmotic screw removal and fibulink implantation. The initial erif and orif was 1 hour 15 minutes while the fibulink procedure is 15 minutes. There was a post operative infection with fractured syndesmotic screw failure due to patient fall. Fibulink was implanted with no issues. Patient has non union of the segmental fibula fracture noted. It was stated that the complications were unrelated to the device. The wound is healed in a duration of 4 months. No further information is available. This report is for one (1) unk - screws: metaphyseal. This is report 1 of 3 for (B)(4).